Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
The strike plate was cross threaded in a jig and struck with a mallet. Ccsd noticed this, not nursing staff or surgeon.